Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test; this morning when he changed the battery the insulin pump took an unusually long time to start up. The patient's blood glucose at the time of incident is unknown; however, he reported that his blood glucose value was fine. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. No products were returned and a replacement battery cap was shipped to the customer.